Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. The pulse generator could not be interrogated. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.